Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix to be extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow up, diagnostic imaging confirmed a dislodgement of the atrial lead. The atrial lead was explanted and a replacement atrial lead was implanted. The patient was stable.